Event description:
Adverse event(s): "no patient impact reported." (No consequences or impact to patient). Product problem(s): "knives will not cut." (Dull). Nurse reports that knives from the custom pak do not cut. They have to use standalone knives in replacement. No patient injury was reported. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).